Event description:
It was reported during a da vinci transoral surgery the permanent cautery spatula instrument could not be retracted from port. A small fragment was noted to be missing from the instrument and was returned with the instrument. There were no fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint of small fragment noted on side was confirmed by failure analysis. The instrument bipolar yaw pulley was broken. There was a small piece chipped off the bipolar yaw pulley measuring 0.018 x 0.012. The chipped damage may be caused by forceful removal of the instrument through the cannula. Failure analysis concluded the broken damage may be due to likely mishandling/misuse. No other damage found. The instruments and accessories user manual specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however the small piece chipped of bipolar yaw pulley were to recur could cause or contribute to an adverse event.